Event description:
It was reported that at the patient¿s first medication refill appointment, the health care provider ¿jammed the needle in the patient¿s stomach and dumped fentanyl into her stomach¿. The pump was used to deliver fentanyl.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).